Event description:
It was reported that the nail did not properly assemble to the jig. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Visual examination of the returned targeting jig shows minimal signs of wear in the form of scuffing on the adjustment knob. The bolt hole of the jig has four (4) severe nicks along the outside edge. There are no signs of damage where the jig bolt seats into the insertion jig. The jig bolt shows no signs of damage, aside from worn etch. The nail was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.